Manufacturer narrative:
E1: (B)(6). H3: a device history review was performed and there are no complaints related to same lot affected and by the same condition. The customer provided one photo that shows an administration set and confirms the customer reported issue. As the device was not returned for analysis, a cause was not able to be determined. If the sample is received the complaint will be re-opened.

Event description:
It was reported that the targeted tip in the PICC-line and the rest of the tubing was disconnected and hanging on the floor. The event caused an outage in the administration of ativad. The user with a PICC-line had a possibility of bleeding if the lane is open with the traffic jam. The user in question is cognitively impaired due to an unknown underlying condition, so it is unknown whether the tubing detachment was caused by the user pulling on the tubing. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
G3: date received by mfg was incorrect on the initial report, the correct date received by mfg is 09-jan-2025. This file was originally incorrectly filed under registration number mrn 9617604-2025-00097. The date of that submission was 04-feb-2025.